Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction procedure with unspecified mentor saline breast prostheses when the right breast prosthesis deflated after implantation. In addition, the patient reported that both breast prostheses were wrinkled. As a result, the patient will undergo bilateral explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.